Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service was requested, the user facility performs repair and service by themselves. According to information from the user facility¿s biomed department, the expiratory channel pcb (printed circuit board) was replaced and the technical error code for a power error was no longer an issue. The replaced expiratory channel pcb was not returned for investigation. A provided ventilator log in text-format confirms the reported technical error code indicating a power error. Since the replaced expiratory channel pcb was not returned for investigation, the root cause of the reported event has not been determined. H3 other text : 4117

Event description:
Manufacturer's ref #: 275435.